Manufacturer narrative:
Additional information was received that the patient was experiencing loss of stimulation. The patient underwent leads replacement procedure due to multiple contacts measuring high impedances. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Correction to fu #1 MDR in fields: sc-2316-50 (sn:(B)(4)) device evaluation indicated that all cables were fractured at the kinked sections of the lead body where the clik anchor was positioned, but no cables were exposed at the site. In addition, two cables were pulled and exposed near the distal end. This damage is a result of a typical explant procedure and it is not considered a failure. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Eleven cables were fractured and at the kinked sections of the lead body where the clik anchor was positioned. One of the cables was exposed at the site. In addition, two cables were fractured in the distal end array. Sc-340030 (sn: (B)(4)) device evaluation indicated that visual/x-ray inspections and impedance measurement were performed to ensure the device integrity. No anomalies were found. Sc-4316 (lot:16533479) device evaluation indicated that the silicone material from all the eyelets were missing.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there was a tissue around the anchors that were removed. It was believed that the missing silicone material from all the eyelets were in the tissue.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.